Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported unintended movement (clip open while locked), associated with the clip opening for roughly 5 degrees after clip deployment, appears to be a normal phenomenon as the clip lock settles into a resting state. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and thick leaflets. An xtw clip was inserted and deployed on the mitral valve. However, immediately after deployment, the clip opened to roughly five degrees. It was noted the clip remained stable on the leaflets. Mr reduced to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure.